Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Devices remains implanted.

Event description:
Patient reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed, as surgical damage.one opening on the posterior side assessed, as fold flaw opening. And missing side assessed, as inconclusive. Additional observations: black particles observed, on the device. Crease fold observed, on the device.

Event description:
Healthcare professional later confirmed left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.